Manufacturer narrative:
The olympus sales representative visited the user facility to perform troubleshoot for the reported malfunction, however, the facility was having no problems and the device was working appropriately. The initial cause of the malfunction is unknown because olympus was unable to troubleshoot while the issue was occurring. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the video system center's was reportedly having a blinking lamp indicator malfunction. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the device was being operated with the ventilation hole blocked. This makes it difficult to discharge the heat inside the equipment, and it is likely that the internal temperature rose, and an error was detected. All the indications on the front panel blink when the lighting lamp is defective or the internal temperature of the product rises. This issue is addressed in the instructions for use (IFU): "keep the ventilation grills of the video system center clear. The ventilation grills are located on the right side and rear panels. Blockage can cause overheating, malfunction, and equipment damage."